Event description:
It was reported that a balloon deflation issue occurred. While prepping a 2.50mm x 15mm maverick² balloon catheter, a little effort was exerted in removing the balloon protector. Using a ratio of 25% contrast to 75% saline solution, the solution was injected to the inflation port to inflate the balloon. However, the balloon did not deflate anymore. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon deflation issue occurred. While prepping a 2.50mm x 15mm maverick²¿ balloon catheter, a little effort was exerted in removing the balloon protector. Using a ratio of 25% contrast to 75% saline solution, the solution was injected to the inflation port to inflate the balloon. However, the balloon did not deflate anymore. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was contrast on the outer surface of the device. The balloon was partially inflated. The inner shaft was stretched and buckled at the distal end of the guidewire exit notch. The shaft was kinked 2 cm proximal of the proximal balloon bond. The inner shaft within the balloon was kinked 3 mm proximal of the proximal markerband. The inner shaft within the balloon was stretched over the proximal markerband. The outer diameter (od) of the proximal bond was measured with a calibrated caliper. The od of the proximal balloon bond was .0315¿. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The proximal weld was not necked-down but the distal outer was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).